Event description:
It was reported that the device clinic treating health care professional (hcp) placed a call to technical services (ts) for further review of the cardiac resynchronization therapy defibrillator (crt-d) presenting electrogram (egm). Upon review, right atrial (ra) undersensing which led to over pacing on the atrial channel was observed. Ts provided the hcp programming recommendations. At this time, the crt-d remains in-service. No adverse patient effects were reported.